Manufacturer narrative:
(B)(6) 2022 - we were notified of a child who swallowed a capsule and it got stuck in the terminal ileum. Frm-0089 capsule incident questionnaire was sent to the customer for more information regarding the retention. Based on the information from frm-0089, the patient has a pre-existing condition, crohn's disease terminal ileum inflammation, which may have caused or contributed to the capsule retention. The patient had swallowed the capsule (B)(6) 2022, the mre was done (B)(6) 2022 with no bowel obstruction. The family waited 5 weeks after the mre before deciding to proceed with the capsule. The capsule was retained in the terminal ileum, the patient did prednisone by mouth and miralax to try and flush out the capsule but no response. The capsule was surgically removed via ileostomy and the patient did well post-surgery and is home.

Event description:
(B)(6) 2022 - we were notified of a child who swallowed a capsule and it got stuck in the terminal ileum. Frm-0089 capsule incident questionnaire was sent to the customer for more information regarding the retention. Based on the information from frm-0089, the patient has a pre-existing condition, crohn's disease terminal ileum inflammation, which may have caused or contributed to the capsule retention. The patient had swallowed the capsule (B)(6) 2022, the mre was done (B)(6) 2022 with no bowel obstruction. The family waited 5 weeks after the mre before deciding to proceed with the capsule. The capsule was retained in the terminal ileum, the patient did prednisone by mouth and miralax to try and flush out the capsule but no response. The capsule was surgically removed via ileostomy and the patient did well post-surgery and is home.